Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: lap low anterior event description: complaint was received from [name] ([name]), [hospital name] personnel via email on 14-may-2026. "Good morning we had a product failure yesterday afternoon. Eb240 lot#1562432 surgeons [name] & [name] reported the product did not disengage from/when cutting. The scrub scout [name] is initiating an imms today I am told. The item is bagged appropriately & in a ctn 13 x 37 x 67cm approx. Weight 2kg ready for retrieval. Cheers & thanks [name]. Additional information was received from [name], senior territory manager via email on 15-may-2026: "yes, the jaws were locked and the tissue was forced out of the jaws. And as I said, the patient is okay though." Additional information was received from [name], senior territory manager via pcf on 20-may-2026: "name of procedure being performed: lap low anterior how was the device being used/what action was being performed when the event occurred? Transecting mesentery on an open low anterior describe the event, including any relevant information that might impact the investigation after ratcheting the jaws closed, activating and cutting, the jaws couldnt be opened again, it seemed like the mechanism was locked shut and it took force to remove instrument from tissue even tho the jaws remained shut. They tried to recycle the activation and cutting, but to no eval. Was there any clinical impact to the patient as a result of the event (e.g. Clinical signs, symptoms, conditions, or overall, health impact)? If so, please explain. No patient is ok" intervention: na patient status: ok.